Event description:
A zoll distributor returned charger/modem sn (B)(4) to report that the battery charger was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a contaminated battery board and damaged power supply connector. The root cause for the contamination was due to ingress of an unk liquid. The root cause for the damaged power supply connector was physical abuse. No adverse event resulted from the defective battery charger/modem.